Event description:
A 60-yr-old male pt with a texas catheter was found to have penile swelling. The catheter was removed and the swelling advanced. A urologist examined the penis and noted there appeared to be superficial skin loss possibly secondary to ischemic changes in the lower portion of the pt's penis. In that the skin sloughing was similar to a second degree burn it is being treated as a second degree burn. The texas catheter had been worn most of the time by the pt from 9/28/96 through 10/17/96. The daily perineal care included washing the pt's penis with soap and water rinsing then using a perineal cleaning solution, then rinsing with water and allowing to dry. The texas catheter was washed with soap and water then rinsed with water. After this the catheter was reapplied. The last time perineal care was done was on 10/16/96, several hrs before the swelling was identified.